Event description:
Rptr has been prescribed lantus insulin for control of type ii diabetes. The insulin has performed quite well with a great deal of difficulty. Rptr was given an "opticlick" pen by primary care physician to use for injecting the insulin. The "opticlick" pen was given to them in a presentation kit from the MFR. The kit included short pen needles from bd. Rptr took their new prescription to the drug store. The local pharmacist told rptr they would have to order the insulin which they did and delivered it to them two days later. The needles were purchased at that same store. Rptr began using the insulin by injecting it from the "opticlick" pen. Problems began almost immediately. When attempting to inject the insulin rptr could feel the liquid running down their fingers. After having this occur several times and they thought that they had erred in putting the needle on the pen. After the "leak" occurred several times rptr decided that there must be other problems causing this "leak". All the while, rptr's blood sugar control is all over the map. Rptr would attempt to reinject and at various times it would take up to four injections to try to get the necessary dose. There is really no way of knowing how much was injected and how much ran onto the floor. Rptr then began inspecting the cartridge that they had inserted into the pen. In layman's terms it appears that there's a coating on the inside of the cartridge and it breaks loose and everytime that happens rptr gets the insulin running down the exterior surface of their leg. Rptr has had to change 10 - 15 cartridges in one month. Rptr phoned the "opticlick" people and they took all information and sent a new pen. Rptr returned the insulin and they replaced the insulin. But with a new pen and new insulin cartridges the problem continues. Rptr once again called the "opticlick" people and they took the info and that was the end of the probelm for them, it seems, as they have not called back. Meantime, rptr is still fighting with their products and they are having problems controlling the blood sugars. Rptr has used the novopen for three years and has never had such a problem so therefore rptr finds it hard to believe that the problem is with her. The novopen works consistently over three years and the "opticlick" begins nearly immediately having problems. Rptr seems to think the problem must lie with the "opticlick" or the lantus cartridges.